Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with the condition that the "asset broken and problem is unknown." The problem was neither confirmed nor reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "asset is broken and problem is unknown." It is unknown when or in which care area this event occurred. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The follow up aware date for this complaint is (B)(4) 2012.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.